Event description:
It was reported that the evis exera iii xenon light source displayed communication error code b30. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.  New information added on field: d9, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely, the reported issue occurred due to poor contact in the scope connector as a technician went on site and cleaned the socket. Olympus will continue to monitor field performance for this device.